Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the bd, dc driver io (solenoid driver) which resolved the issue. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. A review of tracking and trending for the bd, dc driver io (solenoid driver) did not identify any trends related to the complaint issue. A review of tracking and trending for the architect did not identify any trends for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or bd, dc driver io (solenoid driver) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). No further patient information was provided by the customer.

Event description:
The customer observed a falsely depressed architect ivancomycin results for one sample. The following data was provided: sid (B)(6); initial result = 2.83ug/ml, repeat after the physician questioned the result = 24.22 ug/ml. No impact to patient management was reported.